Manufacturer narrative:
In response to FDA report number: mw5111990. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, unknown baker grade.

Event description:
Patient reported left side "pain and capsular contracture" unknown baker grade, "lumps", ¿hair falling out¿, ¿mental fog¿ and "anxiety". Events of ¿hair falling out¿, ¿mental fog¿, "lumps" are not device related. The device remains implanted.

Manufacturer narrative:
This record was found to be a duplicate of a case originally reported to allergan in 2011. This case was assessed and reported via psr on 07/26/2011.

Event description:
This record was found to be a duplicate of a case originally reported to allergan in 2011. This case was assessed and reported via psr on 07/26/2011.